Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing a single non-sustained oversensing episode due to undersensing on the ventricular channel. Patient was asymptomatic. It was noted that patient had potential retrograde. Programming changes were made. Device remains implanted.